Event description:
During the preparation of the sheath, aspiration was tested with the distal and the proximal end of the sheath under water. Air was seen in the side port and the flexcath was exchanged. There were no further problems.

Manufacturer narrative:
The returned device was tested and passed the inspection as per specification. The visual inspection showed that the shaft was intact with no apparent issues and the reported air ingress could not be reproduced. Many aspiration / injections were performed without having air bubbles or leaks, the hemostatic valve was leak tight.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.